Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. Post-op, the patient developed "pain and [is] required ... To see a doctor frequently after the surgery and [is] constantly worried about whether things will get worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Pre-op diagnosis for rh-bmp2/acs surgery dated (B)(6) 2005: herniated c4-5, c5-c6 and c6-7 discs with myelopathy and intractable neck and arm pain; leg pain. On (B)(6) 2013, the patient underwent cataract surgery of right eye. On (B)(6) 2013, the patient underwent cataract surgery of left eye. Since the fusion surgery, the patient has been suffering from the following problems: constant pain in neck and upper back, numbness in neck and back, pain in both shoulders and arms, difficulty walking, difficulty breathing, difficulty speaking, difficulty swallowing, revision surgery, osteophytes, overgrown bone, foraminal narrowing and mental anguish. The patient also has the following problems: numbness in neck across back, tremors in left arm and hand, numbness in right thigh and both legs, pain in both hips, difficulty sleeping due to pain, discomfort in neck and back.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2005, patient was admitted for complaint of intractable neck and arm pain. On (B)(6) 2005, patient was discharged from hospital with diagnosis of: cervical fusion dislodgement. On (B)(6) 2005, patient was discharged with following diagnosis: 1. Displaced construction with bone graft, 2. Hypokalemia, 3. Anemia, 4. Hypertension, 5. Gerd. (B)(6) 2013 the patient was presented for office visit with hip pain. Assessments: 1) lumbar spondylosis w/o myelopathy.

Event description:
It was reported that on (B)(6) 2008 the patient presented for an office visit due to diagnosis of type to diabetes mellitus. On (B)(6) 2009, (B)(6) 2006, (B)(6) 2003 the patient underwent dual energy x-ray tests. On (B)(6) 2010 the patient presented to the office for a follow up visit. On (B)(6) 2011 the patient presented with increased thyroid stimulating hormone with weight gain and question of nodules. On (B)(6) 2013 the patient underwent real time 2d gray scale and color doppler ultrasound of the thyroid gland. A comparison was made to a prior ultrasound performed on (B)(6) 2011. Impression: new hypoechoic/ solid nodule within the lower pole of the left lobe of the thyroid measuring a maximum of 1 cm in diameter and new cystic nodule within the isthmus; small scattered bilateral cystic nodules measuring 2-4 mm diameter. On (B)(6) 2015 the patient presented for a follow up visit. Impression: diabetes mellitus; dyslipidemia; multinodular goiter, clinically euthyroid without compressive symptoms. On (B)(6) 2013, the patient presented for pre-op orientation , pre-op education and cataract extraction with iol implant surgery in right eye. On (B)(6) 2013 , the patient made office visit and underwent cataract extraction with iol implant surgery related in left eye.

Manufacturer narrative:
Concomitant products: cage, plate, screws (implant (B)(6) 2005, explant (B)(6) 2005). (B)(4).(B)(6).

Event description:
It was reported that the patient presented with pre-op diagnosis: neck pain with arm weakness, cervical hardware dislodgement status post previous c4- 5, c5-6 and c6-7 cervical decompression and fusion. The patient underwent removal of previously placed anterior cervical plate, c5 and c6 corpectomy, interbody fusion from c4 to c7 using titanium cage packed with bmp, placement of anterior cervical plate c4 to c7. Procedure: bovie cautery was used to attain hemostasis and sharp dissection used to mobilize the planes below and above the platysma muscle. Blunt dissection done to clean off the area over the anterior cervical plate. The screws appeared to be well purchased into bone, the superior aspect of the plate and all these screws were removed and the anterior cervical plate then removed. The patient was found to have dislodgement of the previous c5-6 and c6-7 grafts. There was little remaining bone between the grafts. Upon their removal, they felt that it was not able to replace these with a simple structural allograft as there was no intervening bone which was adequate. They therefore completed a c5 and c6 of c5 just below her graft site at c4-5 as well as c7. They had cut a titanium cage to appropriate length and packed with bone morphogenic proteins. The titanium cage then placed between the c7 and the lower part of the c4 vertebral end plate. The cage had excellent purchase. A 70 mm anterior cervical plate of the slim-lock variety from the acromed company over the graft side and anchored this into the c4 and c7 vertebral bodies. Two screws were placed laterally at the c5 and c6. These were placed tangentially. They could not place the other screws because the underlying cage was in the way. After meticulous hemostasis, closure was undertaken. The patient was then transported in stable condition to the recovery room. On (B)(6) 2005, patient presented with neck pain and complaints of swelling. Patient also complained of pain while swallowing, post c4-c7 anterior cervical discectomy and fusion with bmp. Diagnosis: cervical wound fluid collection with failed anterior cervical fusion. Complications: none. Patient also underwent for x-ray of chest which was compared to prior study from march and x-ray of cervical spine post fusion extending from c4-t1 and compared with prior examination. Impression: no change in c-spine hardware. New left lower lobe infiltrate. Patient also underwent for CT scan of cervical spine without contrast, CT scan reconstruction/reformat, CT scan with contrast due to pain status post spinal surgery. Impression: 1. For CT neck: 7.4 cm collection of fluid, debris, and air in the right neck with extent as described above, compatible with abscess. Abscess resulted in mild narrowing of the upper airway displacement of the midline. These findings were discussed with the ER resident. This collection would be amenable to ultrasound-guided drainage. 2. For CT cervical spine: stable spinal fusion hardware. On (B)(6) 2005, patient underwent following exams: us doppler, us thyroid/parathyr/head/neck, us abscess drainage s&I. Impression: successful aspiration of right neck fluid collection of approximately 45cc of cloudy serosanguineous fluid. On (B)(6) 2005, patient presented with cervical abscess status post c4/c5/c6/c7 anterior disckectomies with anterior cervical plating. Impression: the gram stain and culture results are suggestive of staphylococci. However, change in her voice quality and dysphagia suggested an esophageal injury. Discontinue levofloxacin. Patient also underwent barium swallow exam with history of neck swelling. Impression: no evidence of extravasation or aspiration during this barium swallows. On (B)(6) 2005, patient underwent for x-ray of cervical spine post s/p halo placement. Impression: post-surgical changes with anterior fusion from c4 to t1, unchanged. Patient also underwent for x-ray of chest for line placement. Impression: the PICC line remains curled in the svc. Patient also underwent for chest examination pa and lat for PICC tip placement. Impression: the left PICC line was curled in the svc. Grossly clear lungs. Patient also underwent for CT scan of neck with contrast status abscess following fluid collection aspiration. Impression: interval decrease in right paratracheal fluid collection following aspiration. There had been anterior cervical spine fusion extending from c4 to t1, with multiple spacers in place. On (B)(6) 2005, for chest examination pa and lat for PICC catheter check. Impression: left PICC catheter with its tip at the cavoatrial junction. No pneumothorax. On (B)(6) 2005, patient presented with displaced bone graft for reoperation. Patient underwent anterior cervical exploration for rep ositioning for removal of anterior cervical hardware, along with placement of posterior stabilization. Procedure: the hardware which was clearly identified and displaced was removed using a screwdriver. The previous was then removed exposing underlying spinal region. Copious irrigation was used in the vertebral defect. Using curette endplate were than debribed for a repeat arthrodesis. Given the fact that the graft had failed a new graft was selected from the fibular strut graft. It was then shaved and fashioned into shape. It was then mounted into the anterior spinal defect, taking great care to avoid the injury to the spinal cord. Anterior hardware was not used given the severity of the bony osteoporosis. Copious irrigation was then used in the operative site. A 1/8 inch hemovac drain was then placed over this region. Closure then commenced with interrupted 0 vicryl in the platygma, followed by 3-0 nylonin the skin. The patient tolerated the procedure well. Patient also underwent for x-ray of cervical spine. Impression: posterior marker at c3-4. Patient also underwent surgeon guided fluoroscopy of spine in o.r. Impression: radiology imaging was provided for guidance during the procedure under the supervision of the surgeon. On (B)(6) 2005, patient underwent for CT scan for reconstruction/reformat, and CT scan of cervical spine without contrast post op of cervical spine and history of right anterior neck fluid collection drainage. Impression: interval replacement of the metallic anterior fusion hardware with a three part fibular graft from c4-t1 as well as interval posterior fusion with pedicle screws was extending from c2-t3 with no pedicle screws at c7. There was a c5 posterior osteophyte which impresses upon the ventral thecal sac with no significant stenosis. The right anterior neck fluid collection is markedly decreased in size and now measures 1x2 cm with a small loculation of air. The alignment of the cervical spine showed a reduced kyphosis when compared to the prior study. On (B)(6) 2005, patient also underwent for x-ray of spine. Impression: intraoperative lateral view of the cervical spine shows anterior fusion hardware from c4-t1. Study was limited from technique. Patient also underwent for x-ray of cervical spine post cervical spine fusion. Impression: revision of anterior fusion of the cervical spine in progress. On (B)(6) 2005, the patient presented for neurosurgical follow up. On (B)(6) 2005, patient presented with neck pain status post hearing a crack in her neck. Patient was status post c4/c5/c6/c7 anterior discectomies with anterior cervical plating on (B)(6) 2005. Diagnosis: cervical fusion dislodgement. Procedure: posterior cervical fusion revision. Complications: none. Patient also underwent for x-ray of cervical spine post neck pain s/p fusion c2-t3 fusion. Impression: interval displacement of the anterior bone graft which has become displaced anteriorly and toward the right with angulation of two components. Surgical hardware intact. Patient also underwent for CT scan of reconstruction/reformat and CT scan of cervical spine without contrast. Impression: significant displacement and angulation of the anterior bone graft material since the study of (B)(6) 2005. Extensive posterior fusion hardware intact. On (B)(6) 2005, the patient underwent anterior cervical exploration with removal of displaced anterior cervical graft with further corpectomy from c3 and to c7.

Manufacturer narrative:
Additional information: (B)(6) 2005 cervical CT sagittal reconstructions show a corpectomy of c5, c6 and c7 with metallic ventral corpectomy device spanning these levels and anterior plate spanning from c4 to t1. There has clearly been interval collapse of the anterior column since the index surgery as the superior screws now sit within the c3.4 disc space and the upper end of the plate is impinging upon c3. The lower aspect of the plate and lower screws are against the inferior endplate of t1. There is pronounced kyphosis of the cervical spine in this area and the corpectomy device sits out of alignment with the proximal end posterior and the distal end anterior to the remaining bodies above and below. Axial views show the plate eccentric to the right with the right c4 screw close to or in the vertebral foramen and the left screw in midline within the c3/4 disc. The c4 vertebral body appears to have fractured in a sagittal plane in midline. The t1 screws are in midline. The harms cage functioning as the corpectomy device appears mid body at c4 but ventral to the bodies at t1. (B)(6) 2005 cervical CT interval revision has occurred. The anterior harms cage has been replaced by a fibular strut, and the anterior plate and screws have been removed and replaced by vertex posterior lateral mass screws and rods. The vertex construct appears to extend from c2 to t2 and the fibular strut appears in two fragments, a small one at c5/6 and a lower abutting strut from c6 to t2. This is seen in axial, coronal and sagittal reconstructions. The axial views show the lower aspect of the strut projecting anterior to the t2 body. The axial views also verify the c2, t1 and t2 screws are converging screws while the remainder from c3 to c7 are lateral mass screws, deviating outward. (B)(6) 2005 cervical CT another interval revision has ben performed. Now the anterior construct has again been replaced. The fibular strut allograft is now only one piece and it is held into position by short plates. The upper plate has a single screw well positioned within c4, and the lower screw through the fibular strut. Below, a second plate with the upper screw through the fibular strut and the lower screw only barely engaged within the body of t2. This could very well have pulled out since only about 3 mm of the screw length is within the body of t3. Sagittal reconstruction appears to suggest the lower screw misses t2 all together, passes through the anterior t2/3 disc and into t3 only a few mm. Posterior instrumentation is again seen spanning c2 to t2. No evidence of nerve compression is seen. The fibular strut is still only partially within the area of vertebral bodies and projects ventrally in its lower aspect.

Manufacturer narrative:
Add'l info: (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2003, the patient presented for mammogram screening cvs wcsp. Impression: additional imaging required. On (B)(6) 2003, the patient presented for mammogram unilateral left. Impression: no evidence of malignancy. On (B)(6) 2005: patient underwent CT cervical spine w/o contrast. Impression: new bone strut graft from c5 through t1 with near anatomic alignment; post surgical change is noted. On (B)(6) 2005: impression : status post anterior and posterior cervical spine fusion without acute abnormality. There is no incorporation of the anterior bone graft seen. On (B)(6) 2003, the patient presented for mammogram screening cvs wcsp. Impression: additional imaging required. On (B)(6) 2003, the patient presented for mammogram unilateral left. Impression: no evidence of malignancy. On (B)(6) 2005: patient underwent CT cervical spine w/o contrast. Impression: new bone strut graft from c5 through t1 with near anatomic alignment; post-surgical change is noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2005, the patient underwent an anterior cervical discectomy and fusion surgery from c4 to c7 where rhbmp-2/acs was implanted. Post-operatively, the patient experienced pain, weakness, numbness, and neurological deficits in her upper extremities. The patient also suffers from difficulty breathing and swallowing. It is reported that the patient also suffered from an aggressive inflammatory response that developed into lingering fluid collection that ultimately compromised her fusion hardware. The patient suffers from ectopic bone growth emerging from the site of implant that constricts her spinal cord and exiting nerve roots. The patient has since required revision surgeries to repair and replace hardware, decompress the spinal cord and nerve roots, and aspirate a large fluid collection. It is reported that the patient suffered from a fluid collection that displaced her airway and esophagus, causing difficulty swallowing that persists to the present day. The patient continues to suffer from pain that radiates into her upper extremities, causing her to have difficulty grasping. The patient's ability to ambulate has been compromised, necessitating the use of a cane.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1988, (B)(6) 1989, (B)(6) 1993: patient presented due to hypertension. On (B)(6) 1988, (B)(6) 1989, (B)(6) 1990, (B)(6) 1991, (B)(6) 1992, (B)(6) 1993, (B)(6) 1995, (B)(6) 1996, (B)(6) 1998, (B)(6) 1999, (B)(6) 2002: patient underwent lab test. On (B)(6) 1988: patient underwent x-ray of chest. On (B)(6) 1989, (B)(6) 1990, ((B)(6) 1991, (B)(6) 1992, ((B)(6) 1993, (B)(6) 2000, (B)(6) 2001, (B)(6) 2002, (B)(6) 2003: patient presented for office visit. On (B)(6) 1989: patient presented with complaint of ganglion of the right wrist. Impression: recurrent ganglion right wrist. On (B)(6) 1989, (B)(6) 1991, (B)(6) 1992: patient experienced ache. On (B)(6) 1989: patient had neck pain which was getting worsened. On (B)(6) 1990: patient presented for pathology test. Clinical impression: r/o digitate wart vs. Skin tag., skin tags. Impression: dermatitis, papulose nigra, melisma and a digitate wart. On (B)(6) 1990; patient gained a weight a lot. Ankles got swollen. Sore when patient walked. On (B)(6) 1991: patient underwent mammography. Impression: prominent density within the left breast. On (B)(6) 1991: patient underwent breast sonogram. Impression: benign cyst. On (B)(6)1991: patient presented with sinus congested, eye burning, ears itch, hoarse voice, post nasal drip, cough. On (B)(6) 1991: patient had sinus infection. Patient was experiencing nasal swelling and had headache. On (B)(6) 1992: patient presented for fever, chills. On (B)(6) 1992: patient was tired and wheezing. Patient had bronchitis, sore across entire chest and achy in shoulders and back. On (B)(6) 1992: patient had anemia. On (B)(6) 1993: the patient had sinus infection. On (B)(6) 1993: the patient had trouble in sleeping. On (B)(6) 1993: patient presented with diagnosis of hypertension and depression. On (B)(6) 1993: the patient had anxiety. On (B)(6) 1993, (B)(6) 1996, (B)(6) 1988, (B)(6) 1989, (B)(6) 1990, (B)(6) 1991, (B)(6) 1992, (B)(6) 1993: the patient had a follow up visit. On (B)(6) 1993: patient presented due to depression. On (B)(6) 1993, (B)(6) 1994: patient underwent polysomnography. Impression: obstructive sleep apnea. Intrinsic sleep disorder. On (B)(6) 1993, (B)(6) 1995: patient presented for an office visit. On (B)(6) 1993: patient called for appointment. On (B)(6) 1993: patient underwent mammography. Impression: new 12mm density at the outer mid left breast with the appearance of a cyst is noted in an otherwise unremarkable exam. On (B)(6) 1994: the patient presented with headache, sore throat, cough. On (B)(6) 1994: patient underwent x-ray of ls spine, pelvis. Impression: muscle spasm. On (B)(6) 1994: patient underwent x-ray of lumbar spine. Impression: mild degenerative changes with slight levoscoliosis. No acute bony abnormalities. Patient underwent x-ray of pelvis. Impression: unremarkable study. On (B)(6) 1995, (B)(6) 1996, (B)(6) 1997, (B)(6) 1998, (B)(6) 1999, (B)(6) 2000: patient presented for follow up visit. On (B)(6) 1995, (B)(6) 1996: patient had red throat, neck supple, chest bilateral crackles with rare wheezing. On (B)(6) 1996: patient had sinusitis. On (B)(6) 1997: patient had maxillary sinus pain, bad cough, productive yellow sputum. On (B)(6) 1997: patient had left elbow pain, swelling, sinus problems. On (B)(6) 1997: patient presented for office visit for left elbow. On (B)(6) 1997: patient underwent bilateral mammography. Impression: no definitive pathology. On (B)(6) 1998: patient presented with ache. On (B)(6) 1998: patient presented with headache. Patient underwent x-ray of left shoulder and left upper arm. On (B)(6) 1998: patient underwent bilateral mammography. Impression: no mammographic evidence of carcinoma. Patient underwent x-ray of left shoulder. Impression: no significant abnormality. Patient underwent x-ray of left humerus. Impression: no significant abnormality. On (B)(6) 1998; patient presented with shoulder pain. On (B)(6) 1998: patient presented with chief complaint of left elbow pain. Impression; cervical degenerative disc disease. On (B)(6) 1999: patient fell on the slippery floor. On (B)(6) 1999: the patient underwent x-ray of lumbar spine and left 2nd toe due to low back pain. Impression: negative examination. On (B)(6) 1999: patient presented with chest pain. On (B)(6) 1999: patient presented due to leg cramps. On (B)(6) 1999: patient presented with joint pain. On (B)(6) 2000: patient presented with pain left ear. On (B)(6) 2000: patient had total hysterectomy for pap smear. On (B)(6) 2000: patient underwent mammography. Impression: bi-rads category ii-benign finding. On (B)(6) 2000: patient underwent emd and nerve conduction study. Impression: abnormal study. There is electrodiagnostic evidence of a mild left l5 radiculopathy. On (B)(6) 2000: patient was diagnosed with l5 radiculopathy. On (B)(6) 2000: patient presented due to intermittent pain to the calf. Inspection : increased lumbar lordosis. On (B)(6) 2000: patient underwent x-ray of left knee due to pain. Impression : mild degenerative change of the patella. On (B)(6) 2000: patient presented for evaluation of chronic paronychia with ingrown nail. On (B)(6) 2000: patient underwent therapy sessions due to l5 radiculopathy. On (B)(6) 2000: patient called and stated she had pain around heart in left breast area, also pain up into left shoulder. On (B)(6) 2001: the patient called. On (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2012: patient presented for office visit due to ache, back pain, joint pain, hypertension, hyperlipidemia, right shoulder pain. On (B)(6) 2002, (B)(6) 2004: the patient called for medication. On (B)(6) 2002: the patient underwent left mammogram. Impression: the mass in the left breast is indeterminate. An ultrasound exam is recommended for the mass. Ultrasound of left breast impression: benign. On (B)(6) 2002: patient presented with complaint of right hand discomfort. Hand's get crampy and can't even work. On (B)(6) 2003: patient presented with complaint of "hhb", right hand pain, recent uri, sinus infection. Impression: rhinitis, uri. On (B)(6) 2003: the patient underwent colonoscopy. On (B)(6) 2003: patient presented with complaint of back pain, losing weight, heart burn, left leg pain. On (B)(6) 2003: patient presented for office visit for bone mineral density. On (B)(6) 2003, (B)(6) 2004: the patient presented for an office visit. On (B)(6) 2004: patient presented with complaint of hypertension. On (B)(6) 2004: patient presented with complaint of hypertension, left shoulder lrom with pain. On (B)(6) 2004: the patient underwent the procedure colonoscopy to the cecum with polypectomy. Impression: colonoscopy to the cecum. Polypectomy of three small polyps in the ascending colon area, one was closest to the cecum, one was closest to the hepatic flexure and one was about in the middle and then at 20 cm there was a more significant pedunculated polyp removed with snare and cautery. On (B)(6) 2004: the patient underwent examination of left shoulder due to pain and numbness. No evidence of fracture, dislocation, or soft tissue classification. Conclusion: (B)(6) exam. On (B)(6) 2004: patient was diagnosed with hypertension, hyperlipidemia, hypokalemia. On (B)(6) 2004: the patient presented with pain in shoulder and decreased range of motion. This got worsened and whole arm started aching. The patient experienced pain three weeks ago. The first digit was also numb. On (B)(6) 2004: the patient underwent pa and lateral radiographs test which revealed the lungs to be clear. Impression: no acute abnormality identified. On (B)(6) 2004: patient presented with complaint of wheezing, sweat, cough. Impression: cough, fever. On (B)(6) 2004: patient presented with complaint of wheezing. Impression; sinusitis with vertigo. On (B)(6) 2004: the patient was diagnosed with: dermatitis papulosa nigra, irritated nevus, melasma. Patient was presented to the office for evaluation of moles. On (B)(6) 2005: patient presented with complaint of pain in neck radiating down left arm. She was diagnosed with radiculopathy, shoulder pain, hypertension. On (B)(6) 2005: the patient presented with neck pain. Patient also underwent MRI and emg. On (B)(6) 2005,the patient also underwent MRI of the cervical spine, which demonstrates a paracentral disc protrusion at c4-5 leading to bilateral foraminal narrowing. However, it does not appear to abut the cord. At c5-6 and c6-7, there are left paracentral disc protrusions that appear to displace the spinal cord. On (B)(6) 2005, presented for a neurosurgical follow-up with slight problems of shortness of breath and difficulty in swallowing. Im pressions: it appeared that patient had some dislodged hardware and bone plug and therefore explained to her the need for return to the operating room for replacement of both bone and her anterior cervical plate. On (B)(6) 2005: patient's friend called and they are going to do surgery on her neck. On (B)(6) 2005, (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2014, (B)(6) 2015: the patient presented for an office visit and underwent various laboratory test and for medications. On (B)(6) 2005: the patient presented with complaint of stomach sickness, nausea. On (B)(6) 2005, patient was diagnosed with right lung "lld" congestion. Impression: acute bronchitis. On (B)(6) 2006: the patient presented with complaint of hypertension. On (B)(6) 2007: patient presented with complaint of increased swelling in feet, hypertension, neck pain. On (B)(6) 2007: patient presented with complaint of nosebleeds everyday. On (B)(6) 2007: patient presented with intermittent nasal bleeding on the right. On (B)(6) 2007: patient was diagnosed with hyperglycemia, hyperlipidemia, hypokalemia. On (B)(6) 2008: patient presented for office visit. On (B)(6) 2008: patient presented with complaint of cramps in hands, neck pain. On (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011: the patient underwent bilateral digital screening mammogram with cad. Impression: there is no mammographic evidence of malignancy. On (B)(6) 2008: the patient underwent unilateral right digital diagnostic mammogram. Impression: there is no sonographic evidence of malignancy. The 7mm oval mass in the right breast is consistent with a simple cyst and is benign. On (B)(6) 2008: the patient presented with chief complaint of neck pain. The patient underwent MRI. On (B)(6) 2008: patient presented with complaint of urinary frequency. Had cramps in legs. On (B)(6) 2008: patient underwent various laboratory tests. Physical examination revealed: neck: halo appliance is intact on her neck. Extremities: warm without edema. The patient had anemia. On (B)(6) 2008: patient presented with complaint of worsening symptoms. On (B)(6) 2008, patient underwent blood sugars test. On (B)(6) 2008, (B)(6) 2009: the patient presented with complaint of hypertension, diabetes, hyperlipidemia. On (B)(6) 2009: the patient underwent retina tests. Impression: recent symptoms of photopsia with no ocular explanation. No evidence of diabetic or hypertensive retinopathy. On (B)(6) 2010: the patient presented with complaint of indigestion, heartburn, shortness of breath. On (B)(6) 2010: the patient presented with indigestion and heartburn. On (B)(6) 2010: the patient presented with complaint of cramps in fingers and legs. On (B)(6) 2010: the patient presented with complaint of left side hurts to move and touch. Hurts lying flat. On (B)(6) 2010: the patient underwent x-ray of chest-pa and lateral due to cough and left posterior chest pain. Impression: no acute cardiopulmonary process. On (B)(6) 2011: the patient underwent "us dvt" evaluation of right lower extremity because of right leg edema and swelling, calf pain. Impression: no evidence of deep venous thrombosis. No discrete hematoma was visualized within the distal right lower extremity. The patient also underwent x-ray tib/fib right views. Impression: no fractures or destructive changes within the distal right lower extremity. On (B)(6) 2011, (B)(6) 2012: patient was diagnosed with "ezo". Asthma. Diabetes. Hypertension. Neck pain. Diabetes. Paj neck. Hypokalemia. "Hyb". Urinary tract infection. On (B)(6) 2011: the patient presented with complaint of neck pain, felt like a burning sensation. On (B)(6) 2011: the patient presented with complaint of right lower leg pain. On (B)(6) 2011, (B)(6) 2012: patient called for refill. On (B)(6) 2011: the patient presented with complaint of arms and hands. On (B)(6) 2010: the patient presented with complaint of neck pain. On (B)(6) 2011: the patient was diagnosed with stomach pain. On (B)(6) 2011, the patient presented with increased thyroid stimulating hormone with weight gain and question of nodules. Impression: sub centimeter nodules as described, some of which appear to represent normal colloid cysts. On (B)(6) 2011: patient was diagnosed with hypothyroidism, hyperlipidemia, hypokalemia. On (B)(6) 2011: patient presented with thyroid nodule. On (B)(6) 2011: the patient underwent stress echo exam. On (B)(6) 2011: patient was diagnosed with abnormal thyroid, hypokalemia, diabetes. On (B)(6) 2012: the patient underwent dilated fundoscopic exam. The findings were: mild background retinopathy was found in right eye only. On (B)(6) 2012: the patient underwent abnormal thyroid scan. On (B)(6) 2012: the patient underwent 2d stress echo because of hypertension, hyperlipidemia. On (B)(6) 2012: the patient had chief complaint of worsening neck pain. On (B)(6) 2012: patient was diagnosed with abnormal gait with neck pain. On (B)(6) 2012: patient presented with neck pain. Patient also underwent colonoscopy screening. Last colonoscopy screening the patient underwent was one in 2004. On (B)(6) 2012, on (B)(6) 2013: patient presented for office visit. On (B)(6) 2012, (B)(6) 2013: patient was diagnosed with hyperlipidemia, hyperglycemia, diabetes, neck pain. On (B)(6) 2012, the patient presented for bilateral digital screening mammogram. Impression: there is no mammographic evidence of malignancy. On (B)(6) 2013: patient presented with complaint of standing difficulty (hurts to stand). On (B)(6) 2013 the patient presented for pain, neuropathy. On (B)(6) 2013: patient presented with complaint of pain. On (B)(6) 2013: patient was diagnosed with abnormality of gait, mononeuritis. Patient condition had caused impaired ambulation. On (B)(6) 2013: patient presented with complaint of pain radiating to shoulders and arm. On (B)(6) 2013: patient presented with complaint of pain in head and across shoulder. On (B)(6) 2013: patient underwent x-ray of cervical spine. It showed two plates, one anterior to c4/5 and one posterior. On (B)(6) 2013: patient presented with complaint of neuropathy. On (B)(6) 2013: the patient underwent screening mammogram. On (B)(6) 2014: patient underwent bilateral digital diagnostic screening mammogram 3d/2d with cad. Impression: needs additional imaging evaluation. The 6 mm focal asymmetry in the right breast was indeterminate. On (B)(6) 2014: patient was diagnosed with red throat, supple neck. Impression: acute bronchitis. On (B)(6) 2014: patient presented for medication. On (B)(6) 2014: patient underwent unilateral right digital diagnostic mammogram. Impression: probably benign-follow up recommended. Patient also underwent ultrasound of the right breast. Impression: probably benign-follow up recommended. On (B)(6) 2014: the patient had trouble in sleeping. The patient also experienced pain in left leg, neck stiffness. On (B)(6) 2014: the patient had fever, chills, coughing, sinusitis. On (B)(6) 2014: the presented with problem of sleep disorder. On (B)(6) 2014: the patient presented with irregularity to thyroid gland. On (B)(6) 2014: patient was presented with hurting neck. On (B)(6) 2014: the presented with neuropathy. Patient could not move left arm. On (B)(6) 2014, the patient had left arm weakness, tremors left arm and left leg strength decrease worse than right. Patient had a gait: walking with limp, balance was unsteady and left knee tends to give out. On (B)(6) 2014, the patient presented for follow up. On (B)(6) 2014: the patient presented with neck and back pain. On (B)(6) 2014: the patient presented for mobility exam. On (B)(6) 2015: patient presented for severe pain. On (B)(6) 2015; the patient underwent screening mammogram. On (B)(6) 2013, (B)(6) 2014, (B)(6) 2015: the patient presented for medications and laboratory tests. On (B)(6) 2015: the patient underwent x-ray of c spine due to pain. Impression: no acute fracture. Hardware is intact. Overall decreased bone mineralization with degenerative changes throughout. The patient also underwent x-ray of thoracic spine. Impression: no acute bony findings. The patient also underwent x-ray of shoulder completely. Impression: no acute bony findings. The patient also underwent x-ray of lumbosacral spine. Impression: no acute bony findings. Mild degenerative changes and mild to moderate facet arthropathy, more prominent at the lower lumbar spine. On (B)(6) 2015: the patient underwent bilateral digital diagnostic mammogram with cad. Impression: there is no mammographic evidence of malignancy. On (B)(6) 2015: the patient presented for pain in groin going up both sides. On (B)(6) 2015: patient underwent ultrasound of abdomen completely. Impression: no acute sonographic abnormalities. Single liver cyst. There are 2 simple right renal cysts. On (B)(6) 2015: the patient underwent x-ray pelvis due to pain. Impression: moderate degenerative osteoarthritis in the hip joints. Patient also underwent xray of lumbosacral spine 2-3 views. Impression: no significant interval change. No acute fracture, spondylolysis or spondylolisthesis. Multilevel degenerative disc disease, worse at l5-s1. On (B)(6) 2015: patient presented for tremors in left hand which were getting more frequent. Patient had crunch in neck. Patient experienced weakness in right leg because of pain. On (B)(6) 2015: patient called to a visit for medication. On (B)(6) 2015 the patient underwent x-ray of the skull due to history of lumps. Ap, left and right lateral and towne's views of the skull were obtained. Impression: questionable areas of sclerosis within the skull. This is somewhat nonspecific but may reflect paget's disease. This could be better evaluated with dedicated CT scan as deemed clinically appropriate. On (B)(6) 2015: the patient presented for neuropathy, hyperlipidemia. The patient underwent physical exam.